Manufacturer narrative:
An abbott field service representative (fsr) reviewed the message history log and observed an abundance of error code 0550 'cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure'. The complaint text indicated the mostly likely cause for the result issue is related to 'wash cuvette did not complete and the technician did not run wash cuvettes. Customer was trained on this item'. The complaint also indicated an intermittent issue with error code 6512 'optics system warning, fluctuation detected, bichromatic check'. This issue started to occur on 04/03/2018, which is when the falsely elevated creatinine result was generated. The fsr performed troubleshooting to include replacing the cuvette wiper and filter, water bath. Both parts were considered the likely cause. The issue with error code 6512 cannot be ruled out as a possible contributing factor for the result issue. The architect c4000 service history was reviewed and found no additional contributing factors and no additional reports of erratic or discrepant results since field service replaced the likely cause parts. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c4000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial creatinine result of 2.3 mg/dl was generated on the architect (B)(4) analyzer. The result was questioned by the physician. A new sample was obtained and a result of 1.0 mg/dl was generated. The customer repeated both samples and results of 1.0 and 1.1 mg/dl were generated. There was no report of impact to patient management.